Event description:
A home pt contacted baxter's technical service center for assistance in ending their automated peritoneal dialysis therapy early. Reportedly, the home pt awoke to their bed being wet due to the adapter being disconnected from the catheter. Baxter's technical service center assisted the home pt in ending therapy early. The home pt presented at the clinic 2 days following the reported incident with cloudy effluent and abdominal pain. The pt was diagnosed with peritonitis and treated on an outpatient basis with 4 doses of vancomycin 1g intraperitoneal. The home pt received a new adapter and transfer set following the incident. To date, the pt had fully recovered from the infection with no hospitalization required per nurse. Nurse indicated that the adapter became separated from the catheter, having been in place for approx 1 year and as a result no longer fitting "snug."